Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, pacing system analyzer (psa) testing indicated slightly elevated pacing impedance and a high capture threshold for the right ventricular (rv) lead. Further evaluation revealed that the helix of the rv lead failed to extend fully, as observed under fluoroscopy. The rv lead was subsequently removed from the patient and additional inspection using the helix clip-on tool confirmed the helix extension issue. The rv lead was not used and replaced. The patient was in stable condition.